Manufacturer narrative:
Lot#: applies to the cartridge. A 510k: applies to the pump. Device MFR date: applies to the pump. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed a supplemental report will be filed. Retain testing was completed on cartridge lot # b201630. During visual inspection, no damage or defects were noted to the luer connection or o-rings. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures observed. No leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.

Event description:
On (B)(6) 2011, the pt's mother contacted animas alleging air bubbles with pump and cartridge. The reporter stated on the evening of (B)(6) 2011 the pt obtained a high blood glucose (bg) reading of 211 mg/dl. The pt's mother claimed the pt tested positive for a trace of ketones; however, denied the pt developed symptoms of nausea, vomiting or shortness of breath. The pt's mother disconnected the pt and noticed the cartridge was full of air bubbles. The reporter primed air from tubing and cartridge and then treated the pt. The pt's mother confirmed the pt's blood glucose decreased to 121 mg/dl with no ketones after treatment. The pt's reported bg readings and symptoms do not meet animas' criteria for a serious injury. At the time of troubleshooting, the reporter confirmed she is using room temp insulin, filling the cartridge slowly as instructed and not letting the cartridge plunger surge. The pt stated that there are no bubbles in the cartridge when she inserts into the pump; however, within 24 hrs after site change bubbles develop. The reporter denied any leaking from cartridge and confirmed no smell of insulin when replacing cartridges. The pt's mother stated that she felt the pump was causing the air bubbles.